Event description:
It was noted during routine inspection production process that there was dirt found on a catheter. No photo was provided.

Manufacturer narrative:
Common device name:unomedical nelaton catheter. Procode: gbm. Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), manufacturing site: (B)(4).